Manufacturer narrative:
It was reported that physician encountered very strong resistance and the outer sheath of the delivery system was detached. As a result of analysis of returned device, outer sheath was detached and stent was loaded. It was found the kinked mark on stent loaded part, and deployment was tried without pressure, and it deployed well. Also, it was observed the kinked mark in front of yellow marker on the inner sheath. Duodenum structure where stent was implanted is curvy. Resistance can be felt due to pressure generated by patient's lesion during deployment. It can cause deployment failure if deployment is tried by force in this situation since outer sheath can be stretched and detached. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. Therefore, based on the observed kinked mark of inner/outer sheath, and deployment well under the none pressure, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which was concentrated the force, and the strong resistance occurred and the outer sheath was detached in the end, so, it caused deployment failure. In addition, the relevant product was manufactured for use in esophagus, but it was reported that the user who used the product has used product in duodenal stricture according to the customer complaint description. It is stated on user manual by this firm in order to prevent these problems as follows. 3. Indication for use the niti-s comvi esophageal stent is intended for maintaining esophageal luminal patency in malignant strictures. 4. Contraindication any use other than those specifically outlined under indications for use. This complaint is assumed that it was malfunction due to pressed by patient's lesion. And the user has used the product to duodenal stricture instead of using it in the intended location (esophagus). There will be continued to monitor the same or similar customer complaints.

Event description:
On (B)(6) 2018. The stent broken during the deployment.